Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports that they are experiencing their front gums bleeding, swelling, discomfort and pain. This is causing difficulty for them eating. Advised patient to see dentist for evaluation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.